Event description:
It was reported that the universal modular electric/battery double trigger handpiece stopped during the surgery 6-10 minutes after use and did not restart. It was reported that surgery time was extended by an unspecified amount of time. There was no report of patient injury associated with the event. No add'l clinical info was rec'd prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.